Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause is unknown. The issue is resolved and they are not sure if the problem has reoccurred since.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative and a patient regarding an implantable neurostimulator (ins) during a clinic appointment. The patient reported that their ins battery is automatically turning on when they are at work, even though they leave their remote at home. They confirmed that they did not have any falls, trauma, or procedures that would have led to this issue. Patient does not know how the stimulation is coming on. They reported that the stimulation would turn on and off on its own for 5-10 minutes and then turn off again. The patient has not had any recent reprogramming done. The patient did indicate that they will get positional stimulation changes when the stimulation is on but this isn't always reproducible. The agent had the caller interrogate the ins with the tablet and it showed that stimulation was currently off and the patient was not feeling any stimulation. The patient uses low dose stimulation. This morning, when the patient went to work, the controller was at the house, and it all of a sudden clicked on and lasted for about a minute or more and then went away. The patient tried to turn it back on and it cut off again. The issue was not resolved through troubleshooting. The agent had the caller run impedances and then create an report and will have them email the files to gather more detailed information about the on/off activity that goes on in the background. The caller reported that the patient's handset is not keeping the programming that was originally set in it related to adaptive stimulation (as) use. Specifically, the patient indicated that the values will be at 0ma when they check the stimulation level on the program in certain positions. It was determined that this was likely due to only a few as positions having defined intensities and that other positions were set to 0ma per the tablet. The caller added some additional values for certain positions and these were showing appropriately on the patient's remote at the end of the call.